Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value were 342 mg/dl, 309 mg/dl and 203 mg/dl. Customer also stated they experienced hyperglycemia and treated with insulin pump. Customer was able to successfully clear the alarm however they unable to complete rewind the insulin pump. Customer stated they did not rewind the insulin pump but changed the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Device will return for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Formatted history file confirmed software error due to software error.